Manufacturer narrative:
This supplemental report is being submitted to provide the correction to the previously submitted report. Corrected fields: d9, g3. Correction is being made to previously submitted g3 date received by manufacturer, which was not late. The correct date was 5/21/2026. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, device evaluation found there was foreign material in the air/water cylinder. Based on the results of the investigation, and since the customer allegation was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gastrointestinal videoscope was not recognized by the processor during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.